Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 312 and 262mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-106mg/dl and expected pm fasting blood glucose test result is 166mg/dl. Customer stated she had eaten a hamburger and candy on (B)(6) 2021 and believed this could be why her results were higher. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 123mg/dl and 144mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/24/2023 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (customer was not experiencing symptoms when the result of 69mg/dl had been obtained and was not concerned): result 1: 69 mg/dl; date: (B)(6) 2021; time: 11:22am; fasting. Result 2: 84 mg/dl; date:(B)(6) 2021; time: 10:03am; fasting. Result 3: 88 mg/dl; date: (B)(6) 2021; time: 7:46am; fasting. Result 4: 121mg/dl; date: (B)(6) 2021; time: 7:46am; fasting. Result 5: 109 mg/dl; date: (B)(6) 2021; time: 10:06pm; fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced. No defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.